Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had syringe not recognized was not determined because no product or device logs were returned. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump module was not sending the syringes appropriately. A 5ml syringe was originally sensed as a 10ml syringe and sometimes, it says the clamp is not put on although even though it was. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump module was not sending the syringes appropriately. A 5ml syringe was originally sensed as a 10ml syringe and sometimes it says the clamp is not put on although even though it was. There was no patient involvement.